Event description:
The device was being used to externally pace a pt in the hosp or recovery room. According to the reporter, at some time during use, the device's service light displayed and pacing stopped. A backup device was called for and used. No adverse affects to the pt were reported as a result of the alleged malfunction.